Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure there was stent damage. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5x20mm maverick balloon. The physician attempted to place a 2.5x24mm taxus liberte' drug eluting stent, but was unable to cross the lesion. Upon withdrawal of the stent catheter it was noticed that a proximal stent strut was bent. The procedure was continued using a new taxus liberte' stent of the same size and a second taxus liberte' stent size 2.75x16mm without any complications. Post dilation of the lesion was performed using a 2.75x20mm quantum maverick balloon. It was reported that the patient was feeling well. This prodcut is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis at the analysis site as to the date of this report.